Manufacturer narrative:
Additional information has been requested regarding this event; however, no additional information was available. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a high shock impedance measurement. No adverse patient effects were reported. The lead remains in service.